Event description:
It was reported that during a repositioning attempt one day post-implant, the left ventricular lead was noted to have high thresholds, and the patient felt phrenic stimulation. The lead was explanted. No further patient complications were reported as a result of this event.